Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) have been oversized, and the reservoir had migrated out of the space of retzius and into the scrotum. The patient was not happy with the implant when it was inflated. A surgical procedure was performed in which all components were removed and replaced. No patient complications were reported.